Manufacturer narrative:
Pump not in manufacture mode. Pump received with missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, partially broken retainer, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that the reservoir ring was cracked. The product was returned for analysis.